Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa4203tl intraocular lens. 2 days post operative, the lens rotated off axis and was re-positioned twice. 3 weeks post-operative lens was removed and replaced.